Event description:
The customer reported that his blood glucose reached "high" (27.8 mmol/l or >500 mg/dl) after wearing the pod for longer than 48 hours. The adhesive pad was wet and he could smell insulin leaking. Upon inspection, he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.